Event description:
It was reported closure device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). While recapturing the closure device the wds device tip became damaged making recapture of the closure device difficult. The device was removed and the procedure was completed with a second device. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath. The sheath, hub, core wire, device tip and implant were visually, and microscopically examined. Numerous kinks were noted along the length of the sheath. The tri-cuts of the device tip were flared, the distal marker band was kinked, and abrasions were present on the distal end of the sheath tip. The implant anchors were observed to be damaged. Damage to the device tip and implant anchors is consistent with closure device deployment and recapture. A photograph and video were received to aid in the investigation and were reviewed by a bsc quality engineer. The photograph and video showed the marker band kinked. Product analysis confirmed the reported event of sheath tip damage. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported closure device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). While recapturing the closure device the wds device tip became damaged making recapture of the closure device difficult. The device was removed and the procedure was completed with a second device. No patient complications were reported.